Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the reported phenomenon occurred during a super dimension bronchoscopy biopsy procedure where a thin long plastic piece was found lodged inside the bronchoscope's instrument channel. The user facility reported that resistance was noted after a cytology brush was being inserted. The foreign object was said to have been removed after the referenced device was withdrawn from the pt. The intended procedure was said to have been completed. The device referenced in this report was returned to olympus for eval. The eval found the scope intact with no damage noted in the instrument channel. There was no evidence of foreign particle of material observed inside the instrument channel. The device was serviced and returned to the user facility. The exact source of the foreign object could not be determined.

Event description:
Olympus was informed that a long piece of plastic was removed from the working channel during a procedure. There was no further detail provided.